Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-05188, please see medwatch report # 3004209178-2015-92444.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was over 600 mg/dl. The customer stated that he changed the infusion set, and by the time he reached the hospital, the blood glucose reading had come down to 589 mg/dl. He reported that the high blood glucose event was due to a bent cannula; he stated that his tubing got caught on a feed bag, and he believed that this was what caused the infusion set cannula to bend. He noted that he had since replaced this insulin pump due to a previous button error alarm. He also stated that he had been refilling reservoirs and using the infusion sets for 3 days longer than recommended, which he was advised against. He reported inaccurate sensor glucose readings and experienced discomfort, but he declined troubleshooting for this. Nothing further reported.